Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via patient letter. Patient was asked if the cause of the stimulation wavering in impulses was determined. Patient responded undetermined cause, met with medtronic specialist. Adjustment was made to reduce stimulation and simplify adjustment procedure for the patient. They haven't experience wavering stimulation since. The issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they had been trying to set up a time to meet with a representative at their doctor's office, but had not been able to get through to anyone yet. Patient said starting probably in the last 2-3 months, their pain was getting worse and said they had even increased one of their settings to 6. Patient also mentioned lately the stimulation didn't seem to be working as steadily and wavered in impulses. Patient said previously they hadn't messed with their settings a lot and had just left them where they were. Patient said the pain started to flare up on may 24th, then about a week ago the pain was intolerable and patient couldn't sleep, do hardly anything, and couldn't find a comfortable position. Patient said that pain had decreased some, but they still had a lot of pain in their right foot and stimulation was put in to help with their pain in right foot and right hip. Patient mentioned they tried calling representatives they got from their doctor's office, but both reps were not available and patient wasn't able to leave a message. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of representative and sent email to local field team in patient's area. Patient mentioned they had a doctor's appointment this friday at 2:30.